Event description:
Boston scientific received information that the patient was brought to the ER due to inappropriate therapy. The patient got shocked 23 times due to oversensing a signal on the rv channel. Chest x-ray showed that this right ventricular (rv) lead had pulled back and exhibited decreased intrinsic amplitude measurement from 7 mv to 2 mv. Boston scientific technical services (ts) discussed troubleshooting options. Further, the field representative reported that the distal coil of this lead was up that possibly made contact with the right atrial (ra) lead; thus rv sensitivity was decreased. This lead was surgically repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.